Event description:
It was reported to vyaire medical that the blender of avea ventilator is out of specification even after calibration. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.